Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the left anterior descending artery (lad) and was referred for a single vessel plasty. Vascular access was obtained via the femoral artery. The 90% stenosed, 28mm x 3.0mm, concentric, de novo target lesion was located in the mildly calcified left anterior descending artery (lad). After a non bsc guidewire crossed the lesion, predilatation was performed. After predilatation, a 28 x 3.00 promus elite stent was advanced to the target lesion and was deployed. Following stent deployment, a proximal edge dissection was noted. It was noted that significant resistance occurred while advancing the device. A 16 x 3.00 promus elite stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable, responding well to medicines.